Manufacturer narrative:
(B) (4).

Event description:
The patient lost stimulation after seeing a "call your doctor" icon. An end of service/end of life message was received. The lead impedance measurements were low and out of range; less than 50 ohms for electrodes 2-15. The patient was scheduled for a neurostimulator replacement on (B) (6) 2010 and the leads will be tested at that time.